Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this tachy lead was suspected to be compromised or was removed during valve surgery. No further information was provided. No additional adverse patient effects were reported.